Event description:
According to the available information, when implanting the altis, a buttonhole [perforation] was created and on attempting to remove the altis, the altis came out of the obturator membrane without a problem; however, it got snagged /stuck on the vaginal epithelium. When attempting to pull it out, the mesh detached from the suture that was attached to the anchor. The anchor came out, and everything was removed. This happened with the static anchor, before trying to implant the dynamic anchor. The buttonhole had to be fixed but the patient was reportedly fine. Another altis was successfully implanted. This report captures the suture break.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed in veeva to be associated. The device was not returned for evaluation. Without the benefit of analyzing the device, coloplast cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.

Manufacturer narrative:
Based on the information provided, the sling break occurred as the physician attempted to remove the anchor once placed in the body due to the buttonhole. Per the altis IFU, once the anchor is placed into the tissue, anchor is not designed to be retracted or advanced further. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Event description:
According to the available information, when implanting the altis, a buttonhole [perforation] was created and on attempting to remove the altis, the altis came out of the obturator membrane without a problem; however, it got snagged /stuck on the vaginal epithelium. When attempting to pull it out, the mesh detached from the suture that was attached to the anchor. The anchor came out, and everything was removed. This happened with the static anchor, before trying to implant the dynamic anchor. The buttonhole had to be fixed but the patient was reportedly fine. Another altis was successfully implanted. This report captures the suture break.